Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a 3.5mm locking screw was inserted without a torque limiting screw driver in a proximal hole in a 4 hole locking compression olecranon plate. The screw appeared long and the doctor wanted to exchange it; however the screw recess was stripped. The surgeon used the conical extraction bolt but this failed and the screw remained in place. The surgeon commented that he will deal with the screw in 6 months time. This is report 1 of 1 for complaint (B)(4) .